Manufacturer narrative:
The vascade mvp was not returned for evaluation as the single device was discarded by the user facility. Since the vascade mvp was discarded and the lot number was not provided, the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined.

Event description:
A patient underwent catheter ablation for atrial fibrillation, using the vascade mvp device. The patient had been administered the direct oral anticoagulant (doac) dabigatran. Venipuncture was performed at approximately 6 mm intervals, and the wire and sheath advanced without difficulty or backflow. An 8fr vizigo sheath and a 7fr sheath were inserted into the right femoral vein, and an arterial sheath was placed in the right femoral artery. Activated clotting time (act) was maintained between 350 and 400 seconds throughout the procedure. The procedure was completed without major intraoperative issues. According to the physician, the vascade mvp was used in accordance with the instructions for use (IFU). However, upon deployment of the disc, the angle was adjusted to stop the bleeding to achieve hemostasis. Despite this, slight backflow was observed, prompting placement of the collagen patch at the least position. Manual compression was applied for 5 minutes. Upon reassessment, significant backflow persisted, necessitating additional manual compression. After approximately 20 minutes of continued bleeding, a hemocon patch was applied, which successfully stopped the bleeding within 10 minutes. Hemostasis was ultimately achieved with the aid of a tourniquet, and the patient was returned to their room. The following day, no significant hematoma or swelling was noted in the lower extremities. However, due to the earlier bleeding complication, a lower limb venous ultrasound was performed to evaluate for potential vascular complications. The ultrasound revealed what appeared to be a thrombus in the common femoral vein, confirming femoral vein occlusion. Despite several attempts to obtain additional information, no further details were provided. The course of treatment remains unknow.